Event description:
A malfunction was reported on the pump with a code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information, assisted with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.